Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Volunteer event report: mw5060056. The following information was reported via voluntary event report. Tandem t:slim insulin pump with multiple occlusions errors occurring for past 1.5 months. Most recently resulting in significant hyper and hypoglycemic events (bg less than 40 mg 0323 today). Other occlusion event on (B)(6) 2016 at 2159, 2209, and 2236 resulting in hyperglycemic event requiring multiple insulin corrections. Pt called mfg repeatedly and told site problem. Pt has had extensive experience with pumps in past, and has not had this frequency of occlusion. Pt rotated multiple sites without known scar tissue or use of catheter in specified area. Additionally tried three types of catheters with same occlusion alert resulting in other instances of hyper and hypoglycemia. Insulin used by patient is novolog/multiple vials and lot numbers. Manufacturer non responsive to concerns from patient.